Event description:
A nurse manager reported poor vacuum in the quadrant mode during two cataract with intraocular lens implant procedures. They tried different hand pieces, cassettes, and tips, but the vacuum performance did not improve. The procedure was able to be completed, following a ten minute delay and system exchange. There was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the complaint reported. The system was then tested and met all product specifications. The system's event log was reviewed and no related events were observed for the reported event date. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).